Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with atrial tachycardia/ atrial fibrillation due to far field r wave oversensing. Programming changes were recommended. The patient condition was stable and will be monitored.